Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp implant. No information about the patient's outcome was provided. Additional information received. The ipp was replaced because the ipp would not inflate due to fluid loss. The patient had a good outcome and a full recovery is expected.